Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, when the device was test fired outside the patient it jammed. A new device was pulled and used in the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Na. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Na. Was any unexpected resistance felt while firing the trigger? Jammed. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? Test fired prior to being used on patient. Was the device fired after this incident in or out of the patient? No the device was returned for analysis and upon inspection of the tip of the jaws, they were found to be in a bended condition, making the device non-functional. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, 3 clips jammed on the device, and two were ejected due to the damage of the jaw. Other 7 clips were conforming. The damage of the jaw allowed for the clip to be deployed outside the pockets of the jaw, which can cause the clip to jam upon firing the device, or eject the clip. Possible causes for the condition found may be overtorque the jaw of the device, or applying excessive force to the jaw over a hard object, causing them to distort or yield and not return to their original dimensions/position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.